Event description:
It was reported the patient was no longer feeling stimulation. The patient reported the stimulation was auto-reducing. The sjm representative met with the patient, and it was reported the physician confirmed the lead had migrated. Follow up identified the patient was working with a physician to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.